Manufacturer narrative:
E1 - initial reporter address 1check spelling: (B)(6) .

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common carotid artery. A 10.0-24 carotid wallstent was selected for treatment. However, during the procedure, it was noted that the stent was kinked and bent. The product did not cause any substantial injury to the patient, and the procedure was successfully completed with this device.